Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced diaphragmatic paralysis. First, it was reported that when the ablation catheter was connected a catheter force sensor error 106 displayed on the carto 3 system. They tried to zero the catheter and the issue remained. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. It was also reported that a phrenic injury occurred. The medical team had been ablating on the posterior side of the right atrium. They had paced for phrenic multiple times before ablation and after. They ablated towards the ivc (inferior vena cava) and instead of going up where they had captured phrenic, they were going down away from where they had captured phrenic. At the very end, after all the ablation they went back and checked and they couldn't capture the phrenic at that point. The patient was stable. The patient had low tidal volumes after extubating. No medical intervention was provided. Patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure. Two stsf catheters were used: *lot 31291069l ¿ bad force sensor, catheter was replaced. *lot 31371853l ¿ catheter was used during procedure and was in body when phrenic nerve issue occurred.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31371853l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).